Manufacturer narrative:
Concomitant product: a2dr01 ipg, implanted: (B)(6) 2016.

Event description:
It was reported that right atrial (ra) lead dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.